Manufacturer narrative:
(B)(4). Concomitant medical product- comp primary stem 17mm micro catalog#:113617 lot#:552850. Review of the provided photograph shows that a mini stem is affixed to the inserter and furthermore can confirm the alleged complaint. The product was not returned so further evaluation could not be performed. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to a manufacturing deficiency as the product was likely co-mingled prior to the laser etching operation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10803.

Event description:
It was reported that during surgery, the surgeon found the device inside the package is a different size than what is on the label of the package. No adverse events have been reported as a result of the malfunction.